Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a mid-way position. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. There was blood in the sheath. The sheath was received separated sticking out past the strain relief. The housing was dismantled and it was found that the sheath was torn/split at the bond. The separated ends of the sheath appeared to be jagged and damaged, which indicate that the separation was due to tensile overload. There were numerous kinks throughout the sheath. Functional testing was performed by connecting the rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on. The advancer was dismantled and the ultem was found to be melted. Although it was reported that the device was not used, the presence of blood in the sheath is indicative of handling beyond simply preparation of the device, as was reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the speed of the testing of the rotablator was performed at 194,000 rpm and the dfu states: "adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0 mm burrs 190,000 rpm.¿ (B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the posterior tibial. A 1.50mm peripheral rotalink® plus was selected for use. During preparation, the device was tested at 194, 000 rpm; however, it was noted that the catheter shaft broke off from the device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the posterior tibial. A 1.50mm peripheral rotalink® plus was selected for use. During preparation, the device was tested at 194, 000 rpm; however, it was noted that the catheter shaft broke off from the device. No patient complications were reported.